Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# lb4400, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type: lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7434a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that one of the patient¿s implantable neurostimulator (ins) systems was replaced approximately 8-9 years ago due to a car accident which had caused the lead component to break. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.